Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated cyclosporine result for one patient sample when cyclosporine reagent lot 14603m500 was in use. The architect generated a cyclosporine result of 126 with cyclosporine reagent lot 14603m500. The sample was repeated on the analyzer with cyclosporine reagent lot 14126m500 and a result of 74.9 was generated. The falsely elevated cyclosporine result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Precision analysis showed the assay met the package insert claim for precision. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.